Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-20211. It was reported the device is subject to the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021. Prion to the procedure, an interrogation was performed and it was discovered that the right atrial lead exhibited oversensing noise. The device was explanted and replaced however, no further intervention was performed on the lead. The patient was in stable condition.